Manufacturer narrative:
(B)(4). The investigation for this incident is on-going. A supplemental report will be submitted once the investigation is concluded.

Event description:
It was reported that the patient underwent an above left knee amputation due to infection.

Event description:
It was reported the patient had an infection due to the knee prosthesis.

Manufacturer narrative:
The associated devices were not returned for evaluation. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. All devices were sterilized per applicable documentation for quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.